Event description:
Solicited, cadd ms3 pump serial number (B)(4), maintenance due 07/19/2020. Pump is needing set up code. Batteries were not in pump and programming erased. Pt switched to back up pump with no issues. Prescriber has not been notified. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.